Event description:
It was reported that while the patient was experiencing an arrhythmia, atp (anti-tachycardia pacing) terminated the arrhythmia but due to the reconfirmation algorithm, a shock was delivered five beats following charge end. The algorithm was noted to have operated as designed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 implantable pacing lead, (B)(6) 2008. (B)(4).